Event description:
Related manufacturer report number: 2017865-2023-51863. It was reported that the patient presented for in-clinic follow up after the patient experienced syncope for unknown reasons. An interrogation of the pulse generator revealed over-sensing noise exhibited by the right ventricular lead. Noise was presented when the device pocket was compressed. It was suspected that the cause of syncope was over-sensing. No interventions were reported. The patient was discharged.